Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified lesion in the mid left anterior descending artery (mlad). Pre-dilatation was performed and the xience prime 3.5 x 38 mm was intended to be implanted in the mid lad with bifurcation; however, when the stent delivery system (sds) balloon was inflated in order to release the stent, the balloon ruptured at 5 atmospheres and the stent opened on one side and the another side was still attached to the balloon. An attempt was made to remove the sds and guiding catheter as a whole unit from the patient but the stent dislodged and remained in the patient's radial artery; no intervention was attempted. Another stent was used to finish the procedure successfully. No adverse patient sequelae has been reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material rupture and the reported stent dislodgement were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The cine of the event was received and reviewed by an abbott vascular clinical specialist, concluding the following: the rupture of the balloon is confirmed as well as the stripping of the stent. The pressure of rupture cannot be determined but it is prior to full expansion of the stent and thus can be presumed to be less than nominal pressure. As there was no report of any leak in the catheter noted during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. The noted multiple kinks on the hypotube likely occurred due to handling during/post procedure or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.